Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the testing of the device, five minutes after being removed from the charger, the operation of the handle was checked; the handle started up with ver. Blank and then a red circle with a diagonal line and a yellow exclamation mark on top appeared on the screen. Afterwards, the handle power/shut down completely with a beeping error sound. The issue was unresolved. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: sigsbchgr, sig power sigsbchgr one -bay charger (sn: (B)(6)) sigsbchgr, sig power sigsbchgr one -bay charger (sn: (B)(6)) sigpcord6, sig power sigpcord6 cord6 jp (lot#unknown). Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the handle powered on and didn't show the version number during initialization. A clamshell and adapter were attached to the handle, and the handle showed a yellow adapter swimlane after the adapter was attached. The handle showed a power handle error after it initialized. The handle was connected to mcp (master control panel) and the device software blob could not be read. The inability to read the software blob is a sign of the micro sd (secure digital) card being corrupted. The handle was opened up and the sd card was noted to not be seated correctly in the slot. The logs were able to be read from the sd card. The card was placed correctly in and the handle was green key reset. The handle initialized correctly after the card was seated correctly. It was reported that the power pack shuts off and the device lost functionality. Also, the display screen had an irregular output, and the screen displayed a power handle error. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the testing of the device, five minutes after being removed from the charger, the operation of the handle was checked; the handle started up with ver. Blank and then a red circle with a diagonal line and a yellow exclamation mark on top appeared on the screen. Afterwards, the handle power/shut down completely with a beeping error sound. The issue was unresolved. There were two chargers used with the handle and it was stated that both are faulty. There was no patient involved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.